Manufacturer narrative:
The device was not returned for evaluation, so no evaluation was possible and no conclusions could be drawn. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2017-00138 thru 3012447612-2017-00141.

Event description:
It was reported that three closure tops became damaged during final tightening within surgery. All three closure tops were being tightened utilizing the same extender sleeve. Each closure top was damaged and subsequently removed. The fourth closure top to be placed at that location was tightened by hand without the use of the torque limiting handle and remains implanted. There were no reports of patient injury associated with this event. This is report two of four for this event.